Event description:
It was reported that the device entered backup vvi mode after the patient had a magnetic resonance imaging (MRI) procedure. The device was not programmed to the appropriate programming settings before MRI exposure. The device was restored and reprogrammed to its previous settings. There were no adverse health consequences to the patient.